Event description:
The customer reported that the motorized drive remote user interface was broken.

Manufacturer narrative:
The ge service rep replaced the motorized drive unit remote user interface. The system is working as intended.